Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, while firing on the stomach to make a sleeve, the device had poor staple formation and the staple line was incomplete on the proximal end. The staples fell down in the cavity without stapling the tissue. The staple line was sutured to resolve the issue.